Event description:
Info rec'd indicates while performing preventive maintenance, the tech found the right head caster continue to move when in brake.

Manufacturer narrative:
The tech found the brake table not contacting the caster wheel. The tech adjusted the caster to repair the bed.